Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to pocket infection and erosion. No adverse patient effects were reported. The lv lead was explanted.